Event description:
Additional information indicated that the pacemaker was explanted due to normal battery depletion (nbd).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker exhibited premature battery depletion (pbd). The health care professional (hcp) asked if auto capture goes to high outputs when in eri. Boston scientific technical services (ts) discussed auto capture suspension outputs and the effects of changing current bins on prm longevity estimates. Additionally, the device will be explanted soon. This device remains in service. No adverse patient effects were reported.